Event description:
It was reported that this implantable pacemaker exhibited difficulties to be interrogated. After a successful interrogation it was found that the device had entered in safety mode. Replacement of the device was recommended and the patient was hospitalized. At this time, this device remains in service. No further adverse patient effects were reported.